Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and termination of pregnancy. Concurrent conditions included chronic cervicitis and adenomyosis. On (B)(6)2007, the patient had essure (ess205) inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), psychological trauma ("psych injury"), headache ("headache"), fatigue ("fatigue") and abdominal pain lower ("left and right lower abdominal pain "). The patient was treated with surgery (hysterectomy full, (B)(6)2010-additional surgeries). Essure (ess205) was removed on (B)(6)2013. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the genital haemorrhage, psychological trauma, headache, fatigue, vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for pain, bleeding, psych injury discrepancy noted essure insertion date (B)(6)2007 and 2008. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2008: essure confirmation test(unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: pfs and mr received. New events: abnormal bleeding (general), abnormal bleeding (vaginal), lower abdominal pain were added. Onset dates for events added. New reporters, plaintiffs information and concomitant conditions were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and termination of pregnancy. Concurrent conditions included chronic cervicitis and adenomyosis. Concomitant products included ibuprofen, loratadine, pseudoephedrine sulfate (claritin-d allergy) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2005, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), psychological trauma ("psych injury"), headache ("headache"), fatigue ("fatigue"), abdominal pain lower ("left and right lower abdominal pain") and urinary tract infection ("utis,"). The patient was treated with colonoscopy and surgery (total hysterectomy (uterus and cervix removed), colonoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved and the psychological trauma, headache, fatigue, abdominal pain lower and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, pelvic pain, psychological trauma, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding, psych injury discrepancy noted essure insertion date (B)(6) 2007, (B)(6) 2005 and 2008 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6)2005: total bilateral occlusion.both coils were properly in place; in 2008: essure confirmation test(unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received-model ess205 updated to ess305. New event utis were added. Outcome of vaginal haemorrhage, genital haemorrhage updated to recovered / resolved. Concomitant drugs and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), headache ("headache") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy full, (B)(6) 2010-additional surgeries). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the psychological trauma, headache and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, headache, menorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: patient received treatment for pain, bleeding, psych injury discrepancy noted essure insertion date (B)(6) 2007 and 2008. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2008: essure confirmation test(unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: pfs received: previously reported event injury were updated to new events pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, psych injury, headache, fatigue and model number changed. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.